Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a history of a metal-metal articulating total hip arthroplasty of the right hip. On (B)(6) 2024, an MRI of the right hip revealed the presence of fluid collection emanating from the joint. Laboratory evaluation demonstrated elevated plasma metal ion levels. On (B)(6) 2026, the patient underwent revision surgery of the right total hip arthroplasty due to mechanical failure secondary to metal hypersensitivity, resulting in an adverse local tissue reaction (altr). Doi: (B)(6) 2009. Dor: (B)(6) 2026. Affected side: right hip.